Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and they saw at the maximum but did not see auto corrections. Customer stated that the did not received occlusion alarm or no bent tube of infusion set. They only received alerts on high blood glucose. Customer declined the troubleshooting. No harm requiring medical intervention was reported. The device will not be returned for analysis.